Event description:
Received a complaint where it is described that the catheter broken with embolization of a portion. The pt has taken an intervention to remove the embolized portion.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revj0594 showed no other similar product complaint(s) from this lot number.